Event description:
The pt reportedly experienced intermittencies, followed by a loss of lock. Programming adjustments were made and external equipment was exchanged. However, the problem was not resolved. Surgery to explant the pt's device to be scheduled.